Manufacturer narrative:
Evaluation summary: review of performance data found missing vs markers.

Event description:
It was reported that there was a question as to whether the electrogram (egm) has noted oversensing or is it missing markers. It was also reported that there was a non sustained-ventricular tachycardia (ns-vt) episode and there appeared to be two beats where the ventricular sense (vs) marker was not put in but there is a noted deflection on the egm and the marker interval is displaying like there was a vs event. It was further reported that there are noted continuous bi-ventricular only pace markers when the ventricular sense occurs and breaks the pattern, thus allowing the device to start collecting egm. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 620rg29 heart ring (B)(6) 2012; concomitant product: 4296 implantable pacing lead (B)(6) 2013. (B)(4).